Event description:
It was reported that during a gastroscopy procedure the balloon was torn. The target stricture was in the esophagus. A 15-18mm/240cm/5.5 f/g cre wireguided balloon dilation catheter had been advanced to the target stricture. During inflation, the balloon "tore" and subsequently "leaked" and failed to inflate. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "stable".